Manufacturer narrative:
The meter was returned and investigated with controlled test strips. Meter powered on with button press but did not power on with insertion of cal bar or test strips. During extended investigation, meter was disassembled and control solution contamination was found in the test strip port. The complaint is not confirmed.

Event description:
The customer reported that on (B) (6) 2010 in the evening she experienced symptoms of irritability, headache, thirst and frequent urination. On (B) (6) 2010 in the morning, when the customer attempted to test her blood glucose, her precision xtra meter would not turn on when the button was pressed and when a test strip was inserted into the port. As a result of the blank screen, the customer reported she continued to experience symptoms, and at an unspecified time, she lost consciousness. The customer additionally reported she self-treated her symptoms by taking her regular diabetes medication (metformin), and drinking orange juice and taking glucose tablets. No third-party medical intervention was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete. The manufacture date for the reported meter is unknown.